Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt). Therapy was exhausted. No additional adverse patient effects were reported. The device remains in service.